Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2005, a monarc subfascial hammock device was implanted. Plaintiff's attorney has alleged that, "after, and as a result of the surgical implant" plaintiff has "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, chronic infection, recurrent urinary incontinence, dyspareunia" that resulted in "pain and suffering, disability, mental anguish, loss of capacity for the enjoyment of life," medical treatment, and "aggravation of a preexisting condition" and other injuries similar." It was also alleged that plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and other losses.